Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The log files were returned and analysis revealed intermittent signal loss throughout the procedure; however, there were no ablations performed during this signal loss. The cause of the signal loss remains unknown. The logs also indicated no manual reset was applied despite long periods of the display ¿please check baseline". The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and analysis performed. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a right ventricular outflow tract (rvot) ablation procedure using a tacticath quartz ablation catheter, a cardiac tamponade occurred. The tacticath quartz ablation catheter was used to performed ablation in the rvot. The patient was breathing heavy and was moving throughout the procedure. Approximately two hours after the procedure was completed, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed and IV fluids were administered to stabilize the patient. The patient stayed the night in the hospital and was then discharged. There were no performance issues with any sjm device.